Event description:
This is filed to report death. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. A rotated heart and friable leaflets were noted. Also, due to patient anatomy, imaging was very difficult. An xtw clip was inserted and deployed on the mitral valve without issues. However, after deployment, a recurring jet was observed both medially and laterally of the clip. The physician suspected a chordal rupture had occurred, but this was difficult to confirm due to poor imaging. To reduce mr, an nt clip was inserted and grasping was performed medially of the implanted clip. However, grasping and capturing of the leaflets was very difficult. The clip was repositioned laterally of the implanted clip, but again, grasping and capturing were difficult. Therefore, the nt clip was removed. After removal, it was suspected the difficult grasping and capturing caused damage to the leaflets. An ntw clip was then inserted and deployed laterally of the xtw, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. The following day, the patient passed away due to heart failure. The clips remained stable on the leaflets, but the physician was unsure if the implanted clips caused or contribute to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. All available information was investigated, the reported tissue damage and poor imaging were due to challenging patient anatomy. The reported death was due to reported heart failure. A cause for the reported heart failure could not be determined. However, the patient effects of tissue damage, heart failure, and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.